Manufacturer narrative:
Evaluation results: one cadd legacy 1 pump was returned for investigation in good condition. The customer's concern regarding over delivering was unable to be confirmed. The delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. The rtc clock and battery were replaced per the customer's request.

Event description:
Information was received indicating that a smiths medical cadd-legacy® plus pump has been over delivering and required a battery replacement. There were no reported adverse effects.

Manufacturer narrative:
One cadd-legacy plus pump was returned in used condition. The customer's concern regarding over delivery was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.